Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad research coordinator that the patient began experiencing pump failure. Specific details of the symptoms observed were not provided. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.